Manufacturer narrative:
Bci customer technical support (cts) had the customer stop the instrument, manually drain the ise drain, remove drain chamber and inspect for clots. None was found. The customer homed the instrument and the drain chamber was filling up. The cts advised customer to drain the drain chamber, remove drain valve, force air through ports, and clean the face of valve. The customer installed the valve and primed ise 11 times with no overflow. There was no further call from the customer regarding the issue. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer stated that the ise (ion selective electrode) drain was overflowing onto the floor. There was no exposure to uncovered wounds or mucous membranes, and no injury was reported.